Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the generator interface printed circuit board, and the number three power supply. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the sys would exhibit a power failure. No pt injury was reported.